Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture snapped. There were no adverse consequences to the animal. No additional information was provided.